Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered damage to the phrenic nerve requiring no medical/surgical intervention. During the procedure, at the end of the last ablation during use of the biosense webster thermocool® smart touch® sf bi-directional navigation catheter with d/f curve, the physician had finished pulmonary vein isolation and was ablating in the superior vena cava (svc) to isolate signals. Prior to ablating in the svc a fast anatomical mapping (fam) map was created and phrenic nerve pacing was performed. Colored tags were marked where phrenic nerve stimulation was observed. The last ablation was very near one of the colored ¿phrenic¿ tags. Post-procedure, when the patient was about to be extubated, the physician discovered potential damage to the phrenic nerve. The outcome of the event was a non-synchronous movement of the left and right diaphragm; however, she could breath on her own at the end of the case, it was noted she left the room without a ventilator. No medical/surgical intervention was required. There¿s no information that extended hospitalization was required. The physician did not attribute the cause of the adverse event to a bwi product malfunction but to his decision to ablate close to the phrenic nerve stimulation mark. The physician will have the patient back for other testing in relation to this event.